Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, during the third firing, the physician fully articulated the device prior to firing. The closing handle was difficult to close. After firing, the distal third of the staple line had unformed staples. This resulted in significant bleeding (no amount was measured). Physician finished the procedure with a competitive device. Physician said that he was able to slow the bleeding down laparoscopically and he sutured through the vagina to achieve hemostasis.